Manufacturer narrative:
The user started receiving a glucose suspend alert on 06 dec 2025, day 257 after insertion. An RMA was authorized for the return of the sensor for further investigation. In-house testing of the returned sensor showed that the sensor was chemically underperforming in all sensing areas, consistent with oxidation of the glucose-indicating component of the sensor hydrogel which triggered glucose suspend alerts after all channels fell below the blue norm threshold. A replacement sensor was provided to the user as part of the resolution. B4.date of this report 04 march 2026. G3.date received by the manufacturer? 04 march 2026. H3. Device evaluated by manufacturer?yes. . H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.